Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be established. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. D are currently available. The IFU lists renal dysfunction, infection (local, driveline, pump pocket), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to comfort care, renal failure, resistant infection. Additional information was not provided.